Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included uterine fibroid, uterovaginal prolapse, pelvic pain female, pollakiuria, abdominal pain upper, adhesion, polypectomy, ovarian carcinoma (clear cell carcinoma, 15cm, involving intact ovary with surface involvement.), lymphadenectomy, omentectomy, splenectomy, recto-sigmoidectomy, anastomotic stenosis and oophorectomy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (abdominal hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: procedure: exploratory laparotomy with radical pelvic dissection with optimal ro tumor debulking surgery, total abdominal hysterectomy with bilateral salpingooophorectomy, pelvic and aortic lymphadenectomy, omentectomy, splenectomy, rectosigmoid resection with end-to-end anastomosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included uterine fibroid, uterovaginal prolapse, pelvic pain female, pollakiuria, abdominal pain upper, adhesion, polypectomy, ovarian carcinoma (clear cell carcinoma, 15cm, involving intact ovary with surface involvement.), lymphadenectomy, omentectomy, splenectomy, recto-sigmoidectomy, anastomotic stenosis and oophorectomy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (abdominal hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: procedure: exploratory laparotomy with radical pelvic dissection with optimal ro tumor debulking surgery, total abdominal hysterectomy with bilateral salpingooophorectomy, pelvic and aortic lymphadenectomy, omentectomy, splenectomy, rectosigmoid resection with end-to-end anastomosis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary form.